Manufacturer narrative:
(B)(4) the device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 20:45:46. During night drain cycle one, the patient's ultrafiltration reading was 2088ml, indicating the patient drained 2088ml more than their maximum programmed fill volume of 2000ml. No additional information is available.